Manufacturer narrative:
A supplemental report will be submitted once final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that he received no draining (no alarm) in drain 0 or 3 during treatment. Pt has been in drain 0 for about an hour, and according to pt's visual check, there is a chunk of fibrin in the drain line. The pt's pdrn confirmed pt was hospitalized on (B)(6) 2014 with peritonitis. Pt's effluent was cloudy with large amount of white cells (3000), however, pt's culture was negative. Antibiotics vancomycin was prescribed (1500mg) once a week to treat pt's large amount of white cells. Pt had his catheter removed and is currently on haemodialysis treatment, might resume pd tx once recovered. Pdrn (B)(6) stated she does not have pt's medical record thus will not be provided.